Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having problems with the spinal cord stimulation system. It was noted that the patient was unable to get optimal coverage over the back and both legs and it was determined that the right lead had impedance problem. It was also reported that the battery had not been charge for some weeks. The patient will undergo a replacement of the leads and ipg.

Manufacturer narrative:
Additional information was received that the cause of the high impedances on one of the leads was unknown. It was also reported that there was no malfunction on the ipg. The patient will undergo a procedure where in the lead will be revised or remove at the physician¿s discretion.

Event description:
A report was received that the patient was having problems with the spinal cord stimulation system. It was noted that the patient was unable to get optimal coverage over the back and both legs and it was determined that the right lead had impedance problem. It was also reported that the battery had not been charge for some weeks. The patient will undergo a replacement of the leads and ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. No device malfunction was suspected with the lead. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having problems with the spinal cord stimulation system. It was noted that the patient was unable to get optimal coverage over the back and both legs and it was determined that the right lead had impedance problem. It was also reported that the battery had not been charge for some weeks. The patient will undergo a replacement of the leads and ipg.